Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, throughout a robotic laparoscopic radical prostatectomy procedure and mainly during the ureterovesical anastom osis., after approximately one hour, the error message ¿surgeon head tracking: clutched. Look at 3d display to regain control¿ appeared intermittently. As the procedure progressed, the frequency of the message increased, reaching its worst occurrence at approximately two hours into surgery. The error occurred even when the surgeon was facing the surgeon console 3d screen directly and holding their head still. As the safety measure, the unintentional clutching triggered every few seconds, repeatedly interrupting instrument movement for brief. This resulted in short, uncontrolled instrument movements, as the surgeon could not anticipate how long the instruments would remain clutched each time. All standard troubleshooting measures were taken during the procedure, including adjusting the angle and/or height of the screen, changing the surgeon¿s 3d glasses, ensuring the surgeon maintained the correct head angle and distance from the screen, and checking cable connections to mitigate the recurrence of faulty head tracking. Despite these actions, the issue persisted. There was no patient injury.

Manufacturer narrative:
Medtronic led an evaluation of the device data logs for the reported surgeon console. Evaluation of the device logs indicate that the surgeon head tracker had multiple instances of not detecting the surgeons head as engaged. As a result of this, it prevented tele-operation. It is possible that the head tracker could either be faulty or that the reflective motion tracking dots on the surgeon 3d glasses were not visible due to dirt, wear or other positioning. Two error codes were triggered. One for when there is any sort of tele-operation prevented and another associated with the head disengagement. Evaluation of the surgeon console confirmed the reported condition. The root cause of this failure could not be determined. However, based on the information provided in the event, the most likely cause of the event was the surgeon head tracker. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, throughout a robotic laparoscopic radical prostatectomy procedure and mainly during the ureterovesical anastom osis, after approximately one hour, the error message ¿surgeon head tracking: clutched. Look at 3d display to regain control¿ appeared intermittently. As the procedure progressed, the frequency of the message increased, reaching its worst occurrence at approximately two hours into surgery. The error occurred even when the surgeon was facing the surgeon console 3d screen directly and holding their head still. As the safety measure, the unintentional clutching triggered every few seconds, repeatedly interrupting instrument movement for brief. This resulted in short, uncontrolled instrument movements, as the surgeon could not anticipate how long the instruments would remain clutched each time. All standard troubleshooting measures were taken during the procedure, including adjusting the angle and/or height of the screen, changing the surgeon¿s 3d glasses, ensuring the surgeon maintained the correct head angle and distance from the screen, and checking cable connections to mitigate the recurrence of faulty head tracking. Despite these actions, the issue persisted. There was no patient injury.